Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a severe kink in the venous line. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did not receive the actual device, and the complaint was confirmed as a kink in the arterial line. The root cause of the event is most likely the layering of the pack and line placement. Layering has been revised to avoid future kinking in packs. The complaint will be included in associate awareness training. (B)(4).